Manufacturer narrative:
The customer¿s report of component breakage was confirmed; however the breakage was on the extension set, not on the valve. Visual inspection showed a broken off male luer tip from the extension set stuck in a needle free valve's female luer end. Functional testing was not performed due to the obvious damage. The root cause of the component breakage was not identified.

Event description:
The customer reported that a piece of plastic broke off inside the needleless connector when disconnecting an infusion of antibiotics from a PICC line.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a piece of plastic broke off inside the needleless connector from the primary or secondary tubing when disconnecting an infusion of antibiotics from a PICC line. There was no patient harm.